Event description:
Customer reported she was not feeling well and she went to urgent care for cellulites which is diabetes related. Customer had eaten and blood glucose was 67 mg/dl when she arrived. Customer was advised to take of the device once she was there. Customer was put on a two hours sliding scale for blood glucose and it was not working for her. Customer blood glucose started to rise and it went up to 400 mg/dl. Once customer was released customer put the device back on and bloused until her blood glucose was down. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.